Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 21 year-old female patient who had essure inserted (lot no. D08059) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of chest pain, acute pharyngitis, depression, chlamydial infection, vaginitis, folliculitis, urinary frequency, low grade squamous intraepithelial lesion, menarche, menstruation irregular, adhd and body mass index normal. Concomitant products included motrin [ibuprofen], zoloft (sertraline hydrochloride), topamax (topiramate), lamotrigine and depo provera (medroxyprogesterone acetate) for contraception. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 22 days after essure insertion, she experienced abdominal pain ("abdominal pain"). On (B)(6) 2016 she experienced vaginal haemorrhage (seriousness criterion intervention required) and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016 she experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016 she was found to have weight increased ("weight gain"). In august 2016 she experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2017 she experienced migraine ("migraines") and headache ("headaches"). Essure was removed on (B)(6) 2022. An unknown time later she experienced dysmenorrhoea ("dysmenorrhea (cramping)") and attention deficit hyperactivity disorder ("adhd"). The patient was treated with surgical essure removal. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, attention deficit hyperactivity disorder, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure administration. The reporter commented: current weight 145 lbs. Left side- 4 colis, right side- 3 coils. Date of birth: (B)(6) 1994. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.729 kg/sqm. [Hysterosalpingogram] in june 2016: total bilateral occlusion quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 21-feb-2023: pfs received : reporters information and product stop date added. Patient dob, product start date and action taken with drug updated,. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 21 year-old female patient who had essure inserted (lot no. D08059) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of chest pain, acute pharyngitis, depression, chlamydial infection, vaginitis, folliculitis, urinary frequency, low grade squamous intraepithelial lesion, menarche, menstruation irregular, adhd and body mass index normal. Concomitant products included motrin [ibuprofen], zoloft (sertraline hydrochloride), topamax (topiramate), lamotrigine and depo provera (medroxyprogesterone acetate) for contraception. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 22 days after essure insertion, she experienced abdominal pain ("abdominal pain"). On (B)(6) 2016 she experienced vaginal haemorrhage (seriousness criterion intervention required) and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016 she experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016 she was found to have weight increased ("weight gain"). In (B)(6) 2016 she experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2017 she experienced migraine ("migraines") and headache ("headaches"). Essure was removed on (B)(6) 2022. An unknown time later she experienced dysmenorrhoea ("dysmenorrhea (cramping)") and attention deficit hyperactivity disorder ("adhd"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, attention deficit hyperactivity disorder, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure administration. The reporter commented: discrepancy: date of birth: 25sep1994, 25aug1994. After insertion: left side- 4 coils, right side- 3 coils. Current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.729 kg/sqm. [Hysterosalpingogram] in (B)(6) 2016: total bilateral occlusion. Lot number: d08059, UDI: (B)(4), production date: 2014-09-17, and expiration date: 2017-09-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-mar-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforated essure") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 21 year-old female patient who had essure inserted (lot no. D08059) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic pain female, endometriosis, covid-19, chest pain, acute pharyngitis, depression, chlamydial infection, vaginitis, folliculitis, urinary frequency, low grade squamous intraepithelial lesion, menarche, menstruation irregular, adhd and body mass index normal. Previously administered products included: amitriptyline, metrogel and flagyl [metronidazole]. Concomitant products included motrin [ibuprofen], zoloft (sertraline hydrochloride), topamax (topiramate), lamotrigine and depo provera (medroxyprogesterone acetate) for contraception. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 22 days after essure insertion, she experienced abdominal pain ("abdominal pain"). On (B)(6) 2016 she experienced vaginal haemorrhage (seriousness criterion intervention required) and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016 she experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016 she was found to have weight increased ("weight gain"). In (B)(6) 2016 she experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2017 she experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2022 she experienced uterine perforation (seriousness criterion intervention required). An unknown time later she experienced dysmenorrhoea ("dysmenorrhea (cramping)") and attention deficit hyperactivity disorder ("adhd"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, attention deficit hyperactivity disorder, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure administration. The reporter commented: discrepancy: date of birth: (B)(6) 1994, (B)(6) 1994. After insertion: left side- 4 coils, right side- 3 coils. Current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.729 kg/sqm. [Hysterosalpingogram] in (B)(6) 2016: total bilateral occlusion [pathology test] on (B)(6) 2022: surgical pathology report: specimen: peritoneal, peritoneal biopsy uterus and tube(s), uterus and fallopian tubes diagnosis: soft tissue, peritoneum, biopsy: benign fibrous tissue with endometriosis. Uterus, cervix, and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: fallopian tubes - benign fallopian tubes with essure and para tubal cyst. Cervix - focal mild dysplasia (cin-1) with hpv cytopathic effect. Endometrium - secretory phase endometrium with no evidence of malignancy or hyperplasia. Myometrium - benign myometrium with no significant histopathologic abnormality. Serosa - benign serosa with no significant histopathologic abnormality. Pre and post operative diagnosis: abnormal uterine bleeding. Gross description: the first fallopian tube measures 7 cm in length and ranges in diameter from 0.5-1.0 cm and has an attached para tubal cyst measuring 9 mm in diameter. On sectioning, there is a metallic wire within the lumen. The second fallopian tube measures 8 cm in length and ranges in diameter from 0.5-1.0 cm, and within the lumen has a thin metallic wire. [Ultrasound pelvis] on (B)(6) 2022: finding: . There is linear echogenicity of the cornua of the uterus bilaterally likely reflecting known essure coils. No adnexal masses. No free fluid impression : no acute finding. Linear hyper echogenicity at the cornu of the uterus bilateral likely reflective of essure coils. Lot number: d08059, UDI: (B)(4). Production date 2014-09-17, expiration date 2017-09-28. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine perforation (B)(6). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical record received. Medical history & lab data added including pathology test . Event uterine perforation added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.